Event description:
It was reported that during implant the physician was unable to remove the guidewire from the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.